Event description:
It was reported that the arctic sun device water flow malfunction. Per review of work order on 15dec2025, there was no patient involvement.

Manufacturer narrative:
The initial reporter's phone number:(B)(6). The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. Alert 02 low flow seen in event log. During equipment testing, the flow rate keeps fluctuating between 0.1 and 3.0 l/min, and both the pressure and the circulation pump command are also varying. Replacement of the circulation pump is required. Circulation pump was replaced. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions are needed. All available UDI information is being provided. Sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.